Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic showing high, out of range, high voltage lead impedance measurements on the ventricular lead. Programming changes were made. Device remains implanted.